Manufacturer narrative:
Initial.

Event description:
It was reported that the user received a "dosing stopped" alert on the ilet while using a dexcom g7 continuous glucose monitor (cgm), associated with signal loss to the ilet, after which the user was guided to navigate the cgm menu, toggle the pump, and re-pair the sensor. No adverse clinical symptoms reported. Outcomes included restoration of system function and no health impact. User support included remote troubleshooting with user education and device re-pairing steps. Investigation of this case revealed that a communication disruption between the cgm and the ilet led to the dosing stop alert, which resolved after re-establishing connectivity through pump toggle and sensor re-pairing. It was concluded, based on previously established findings for similar reports, that the cause was transient cgm-to-pump communication loss.